Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the transfer guard was stuck in the insulin pump and was not able to remove which caused customer to have high blood glucose of 488 mg/dl. Customer treated with manual injection. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. However, the operating currents are within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at reservoir tube window corners and minor scratches on the lcd window.